Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen (3000.0 mcg/ml at 543.4 mcg/day) via an implantable pump for unknown indications for use. It was reported that a critical pump alarm occurred due to motor stall. No catheter issue occurred. The patient was sent to the hospital. Once in the emergency room a motor stall recovery was seen after checking the logs. As per the logs a motor stall occurred (B)(6) 2021 at 20:10 followed by motor stall recovery the same day at 21:36. No further actions were taken and the patient was sent home on (B)(6) 2021. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2022. The patient's medical history and weight at the time of the event were unknown or would not be made available. The patient's age at the time of the event was (B)(6).